Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) could not reproduce the intermittent failures. Further the fse reseated the row board cable and swapped cubie positions b1 and d1 to determine whether the issue followed the cubie. The fse tested both the cubies and no failures occurred. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 full height cubie pocket b1 failed, which located on lputorpx1. The customer attempted to recover the drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.